Event description:
The customer reported a balloon in the pumping segment while infusing 150 meq of sodium bicarb (1meq/ml - 8.4%) in 1000ml of d5w a rate of 100ml/hr to a patient. The pump was alarming ¿channel error¿ and the rn opened the channel to assess, and found the tubing silicone segment behind the channel door had a balloon. The tubing had been primed, and clamps open when infusing to patient via PICC line access. The pump channel was interrogated and evaluated by the facility's clinical engineering and no malfunction was noted. Their IV team assessed the patient¿s PICC line and found it to be patent without issue. There was no harm. Received a copy of the customer's sus voluntary event report from FDA which states, ¿pump tubing was primed, and placed into pump to infuse to the pt the clamps were open when infusion started after medication infusing into pt's PICC, the pump started to alarm for "channel error" the rn opened the pump channel door to find a balloon effect had developed in top tubing segment that gets locked into the channel pump and channel used for pt care were evaluated by clinical engineering no defects or concerns found from the pump malfunctioning.

Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment was confirmed. Visual inspection of the as-received set confirmed a balloon segment at the top of the silicone tubing. Functional testing was not able to replicate any ballooning with the received set. The root cause of the customer¿s report could not be replicated during functional testing per dfu.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a balloon in the pumping segment while infusing 150 meq of sodium bicarb (1meq/ml - 8.4%) in 1000ml of d5w a rate of 100ml/hr to a patient. The pump was alarming ¿channel error¿ and the rn opened the channel to assess, and found the tubing silicone segment behind the channel door had a balloon. The tubing had been primed, and clamps open when infusing to patient via PICC line access. The pump channel was interrogated and evaluated by the facility's clinical engineering and no malfunction was noted. Their IV team assessed the patient¿s PICC line and found it to be patent without issue. There was no harm. Received a copy of the customer's sus voluntary event report from FDA which states, ¿pump tubing was primed, and placed into pump to infuse to the pt the clamps were open when infusion started after medication infusing into pt's PICC, the pump started to alarm for "channel error" the rn opened the pump channel door to find a balloon effect had developed in top tubing segment that gets locked into the channel pump and channel used for pt care were evaluated by clinical engineering no defects or concerns found from the pump malfunctioning".